Event description:
It was reported that the insulin pump is not delivering insulin. The customer's blood glucose was 460 mg/dl which was treated with a manual injection. The symptoms of high blood glucose were thirst, excessive urination and rapid heart rate. Troubleshooting was performed, the drive support cap was recessed, no air was found in the tubing, insulin did exit the tubing, did not find a leak. Customer declined further troubleshooting and stated that they programmed 2 units of bolus and did not see insulin coming out of the tubing. The customer was advised that 2 units were not enough to see insulin coming out. The customer insisted that the device is not working and requested a replacement. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.